Event description:
It was reported that during reprocessing of the mega needle driver instrument, it was noted that the wires on the instrument were frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis hub were frayed. No damage was found at the clevis. Failure analysis investigation also found that the edge of the distal pulley had an indentation. The surface of the pulley had scratches. It was concluded that the damage to the pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.